Event description:
The doctor reported left side rupture confirmed by CT scan and MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and visual analysis noted the device was underweight. Red particles were observed on the shell. The device was noted to have a flat crease. Under microscopic analysis a portion of the shell was missing. One sharp-edged opening was observed on the posterior portion of the shell and was assessed as an unidentified tear. One striated opening was observed on the anterior portion of the shell. Additional information: d10, g1, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The doctor reported left side rupture confirmed by CT scan and MRI. The device has been explanted.